Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage I in both eyes (right more than left eye) 2 days after surgery. The topical steroid dosage was increased. It was stated that the patient presented with transient light sensitivity syndrome (tlss) and loss of best corrected visual acuity (bcva). Bcva right eye pre-op 20/15 post-op 20/25 left eye pre-op 20/15 post-op 20/15 the patient complained of increased light sensitivity and decreased vision in right eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.